Manufacturer narrative:
Analysis found that visually, the distal tip had broken off the inner cutter. The portion that became detached measured approximately 0.24¿ in length. The break occurred at the first proximal tooth valley. Note ¿ the distal tip outside diameter of the inner cutter (expanded area) appeared to be a turned / machined finish when compared the remainder of the tube. The assemblies were deformed in such a way that indicates the inner blade teeth impacted the outer cutting edge at the 4th proximal tooth while moving in a cw direction which resulted in the deformation. There was uneven wear at the cutting tip which may indicate an interference fit between the inner and outer assemblies at the tip. There was gouging and extensive wear around the outside diameter of the inner shaft 0.55¿ from the distal face of the inner hub indicating metal on metal contact during use. This point corresponds to the proximal end of the outer tube in the front hub. When viewed under magnification, there was deformation and indentations of the front hub locking area consistent with aggressive use. If information is provided in the future, a supplemental report will be issued.

Event description:
The blade was replaced by another device from the same batch.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported via a manufacturer representative that the internal blade broke off the outer blade and int o the nasal cavity during an endoscopic resection of nasal tumor angiofibroma. The device started to sound odd. The broken piece was retrieved without damage. There was a 20-minute delay retrieving the broken piece. A backup blade was used and the procedure was completed. There was no patient impact.